Event description:
Customer reported a button error on his insulin pump. He stated he went tubing and the device fell in the water. Customer quickly took the device out of the water and it was vibrating and alarming button error. Customer's blood glucose is 130 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No audio or vibration anomalies were noted. No button error alarm or button response anomaly could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.